Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. To resolve the issue, insulin delivery was resumed. Blood glucose level was 89 mg/dl.